Event description:
This supplemental report is being filed because this right atrial (ra) lead was returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported, during the implant procedure, this right atrial (ra) lead displayed unstable pacing threshold measurements (1.5 v to 3.0 v) and high pacing impedances (1000 ohms to 1500 ohms). It was noted there was no issue with sensing. The decision was made to remove this ra lead, and implant a different ra lead. The procedure was successfully completed with the new ra lead. No adverse patient effects were reported.